Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 23-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(4) 2019 regarding a patient receiving lioresal (20 00mcg/ml at 96.1mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient had a side-port catheter aspiration to obtain cerebrospinal fluid (csf) for a specimen but was unsuccessful. It was noted that spasticity increased in the patient's legs. The spinal segment of the catheter was replaced on (B)(6) 2019 and good csf flow was noted. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.